Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 x 38mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 x 38mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. Proximal strut rows 1-3 were damaged and pushed in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.